Manufacturer narrative:
It was reported that the patient¿s spo2 dropped to the low 80¿s while performing therapy on the life2000. Additionally, a low-pressure alarm was reported and the flow meter on the patient¿s oxygen concentrator (manufacturer unknown) dropped from 10 lpm to 7.5 lpm. The patient in this event is a 71-year-old male with a medical history of chronic respiratory failure, copd, pulmonary artery hypertension, cor pulmonale, and chf. Clinic notes indicate the patient is on 7 lpm of oxygen at rest and up to 15 lpm with minimal ambulation. At the time of the reported oxygen desaturation, the patient¿s caregiver had to remove the patient from the life2000 and connected him to his oxygen concentrator to recover his spo2 to baseline (low 90¿s), which took under a couple of minutes. The caregiver noted the flow meter on the oxygen concentrator also returned to 10 lpm at this time. There were no alarms on the life2000 compressor or oxygen concentrator. During a recent trainer visit, it was noted that the patient was having issues keeping the interface secure in his nose. The trainer also recommended removing the bubbler, but the patient was missing a piece that needed to be replaced through the supplier of his oxygen. The trainer went over possible causes of a low-pressure alarm and would return to swap the ventilator. A follow-up trainer visit was completed and the life2000 ventilator was exchanged. The flow meter was still noted to drop from 10 lpm to 7.5 lpm; however, the patient¿s spo2 maintained at 93%. The patient¿s caregiver was advised to contact baxter if the patient desaturates again. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. In this event, although the patients oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home by switching to the already prescribed oxygen therapy. The event was not life threatening and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. Although an inspection of the device is pending, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level (10 lpm to 7.5 lpm), as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.

Event description:
It was reported that the patient¿s spo2 dropped to the low 80¿s while performing therapy on the life2000. Additionally, a low-pressure alarm was reported and the flow meter on the patient¿s oxygen concentrator (manufacturer unknown) dropped from 10 lpm to 7.5 lpm. This report was filed in our complaint handling system as complaint # (B)(4).